Event description:
It was reported an occlusion alarms occurred. Customer changed pump supplies to address issue. Customer's blood glucose (bg) level was displayed as "high"; however a specific value was not provided. Customer administered a manual injection to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.